Manufacturer narrative:
G1: device manufacturer address 1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the y-site of an unspecified quantity of clearlink duo-vent continu-flo solution sets are detached from the tubing. Staff remove tubing from the packaging, and the tubing would detach from only ¿one port¿ in an attempt to unravel it prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4. H11: the device was received for evaluation. Visual inspection was performed which identified the tubing was separated from the second y-site (clearlink); a lack of solvent was observed on the tubing. Dimensional testing on the tubing and clearlink y-site housing was performed and met specifications. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.